Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation and noted stent dislodgement (loose stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to use, when removing the sheath of the 2.0x28mm xience xpedition stent delivery system (sds) the stent strut was noted to be flared. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another same size abbott stent was used in the procedure. Return device analysis found the stent was loose on the balloon and crimp marks were visible under the slightly expanded stent where they were originally crimped. No additional information was provided.